Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, d9, h3, h6. Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Lump/nodule: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed. Anxiety-product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, cloudy wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "three tumors found on a mammogram" and "exchange of textured devices due to product concern". Later healthcare professional reported "suspected rupture" and "capsular contracture baker grade IV". Later healthcare professional reported "less calcification". This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Clarification d4: healthcare professional reported serial numbers (B)(6) and it was unknown which side was left or right. Until clarification can be provided, abbvie will report device catalog number. Clarification d6(a): patient reported devices were implanted in 2015; partial implant date of (B)(6) 2015 will be reported to align with device manufacturing date. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported right side tumors (3) three. Healthcare professional reported rupture and capsular contracture, baker grade IV. The device remains implanted.